Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller is the daughter of the patient stating that she needs someone from medtronic to come out and help her power down the neuro handheld unit. The caller expressed confusion stating, "it is very confusing" and requested assistance on multiple occasions. Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that patient is in the hospital and needs an MRI to make sure they did not have a stroke. Caller stated they are trying to get into MRI mode since yesterday but are getting poor communication on the patient programmer. Agent asked - caller confirmed that patient has not charged the implant in a while. Agent had caller use recharger and described seeing reposition antenna screen. Agent reviewed over discharge and provided nas number for healthcare provider to call to get rep in person. Additional information received from a manufacturer representative. Possible overdischarge. Patient's family tried to help patient recharge but couldn't. Rep to see patient and try physician recharge mode. Pt is in the hospital needing MRI of head and spine. Caller states mdt employee matt hughes met with pt yesterday to get ins into MRI mode for scan but discovered that the ins battery is either discharged or overdischarged. Caller states matt attemptedto trickle charge the battery, they were able to "get it on" but tried recharging it all night and still cannot get it recharged at all today (caller currently with pt). Caller states he doesn't think pt is seeing a follow-up hcp for the scs but the last hcp pt saw was a dr. Schaueffle. Further information received from a healthcare provider. Per caller, mdt rep met with pt 2 days ago while pt was in the hospital. Caller told by mdt rep that pt was head only MRI elig and that ins was dead. Caller say s pt has no means to charge her ins currently. Ins has been depleted for unknown length of time. Tss confirmed head scan eligibility per diq and no part of scs system could be in head scan area. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins is "dead" and a rep met with pt to attempt to restart the ins but was unable to do so. Caller inquired about MRI eligibility. Caller was unsure as to how long the ins has been "dead" or the events that lead to that. Caller stated that they think the pt has "never used the device". Tss reviewed information. Caller was unsure as to who the managing hcp is but stated it could be dr. Michael schaufais. The cause of the overdischarge was the fact that the patient had not charged her device for some time, as they were not using it anymore for pain relief. The patient and family members were instructed on how to recharge but were not able to get any charge on the device. The family felt as though the device had been over discharged multiple times at sometime during the life of the device. The patient and family were instructed that the device most likely had been over discharged three times and most likely would not be functional moving forward. Patient was instructed to follow up with their physician regarding this issue for possible intervention. Issue still unresolved.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the physician did not want to have the device sent back for analysis as the device was infected. Samples of the wound and the device were sent for analysis. There was no evidence of issues with the device. The physician is aware of this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that patient has been seeing wound management for wound weeping. Surgery scheduled for next thursday to have device removed.